Event description:
It was reported that the patient experienced hemoptysis during the cardiomems implant case while wiring the vessel for delivery catheter. The implant was abandoned. The patient was intubated and a bronchoscopy was performed. The bronchoscopy discovered a potential cancerous mass that was reported to be a potential source of the bleeding. No perforation was found. The patient is recovering inpatient.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. Complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur if clinical considerations are not followed.